Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast mass. D4: UDI: the manufacturing and expiration date of lot 6949355 is currently not available. Therefore, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 45-year-old white female patient underwent primary breast augmentation with 380cc mentor smooth round high profile on both sides and experienced breast implant deflation on her right side postoperatively. On august 14, 2024, mentor became aware that the date of surgery is (B)(6) 2024. On september 23, 2024, mentor became aware that the patient also experienced left side breast mass. As a result, the patient underwent bilateral replacement surgery with catalog number 3504004bc; serial number (B)(6) on the right side, and catalog number 3504004bc; serial number (B)(6) on the left side on (B)(6) 2024. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Complete UDI number has been added to field d4 on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 18, 2024, mentor became aware that the device information reported was reversed. Hence, information has been updated accordingly under section d on this form. Reason for device explant and/or reoperation: left breast mass. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).